Event description:
Boston scientific received information that this lead dislodged after implant. The lead was explanted and replaced with a different lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned and is pending analyis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was severed and returned in two segments. Additionally, the coils were noted to be cut and deformed due to induced damage upon explant. The allegation against the lead of dislodgment could not be confirmed via analysis as the lead was returned with induced damage that occurred at explant.